Manufacturer narrative:
The insulin was returned with an energizer alkaline battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 76.800u; (B)(6) 2016 daily insulin total = 86.100u; (B)(6) 2016 daily insulin total = 74.300u; (B)(6) 2016 daily insulin total = 71.400u; (B)(6) 2016 daily insulin total = 72.300u; (B)(6) 2016 daily insulin total = 73.400u; (B)(6) 2016 daily insulin total = 49.050u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, in bed. The cause of death was heart attack. The caller stated that the customer had an open heart surgery two ears prior: in (B)(6) 2014. The customer had three open heart surgeries and had two stints. The customer had heart disease and had viral infection and blood infections. The caller did not know the customer's blood glucose at the time of passing, however, when the coroner arrived, the customer's blood glucose was 34 mg/dl. The caller stated that the customer's blood glucose was 200 mg/dl on (B)(6) 2016. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.